Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name pisces-quad; product ID 3487a-33 (lot: j0114204v); product type: 0200-lead; implant date (B)(6) 2001; explant date (B)(6) 2004 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient mentioned they had revision two or three times and when agent asked about the revision, patient mentioned they would start over and started mentioning that in 2001, patient had their implant in their bum in the back and the problem was with their pain in their right arm. It was difficult for the patient to reach behind them to use the programmer. Patient mentioned the issue began almost right away after implant and they waited a month or two to get the implant changed. Patient also mentioned conflicting information that the implant went 'dead' five years later and the implant was changed. Patient also mentioned they took a bone out of their neck at one point and put wire or plastic in there and that was the only time they did anything with the wires.